Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend data, acquired between (B)(6) 2020 and (B)(6) 2020, was analyzed. The sensing amplitude trend curve showed varying values between 4.5 mv and 8 mv. The pacing impedance trend curve gradually decreased from initially 570 ohms to 500 ohms. Furthermore the follow up test results from the (B)(6) 2020 demonstrated the pacing threshold at 0.6v at 0.4ms. The available iegm freezes revealed artifacts on the rv channel ad farfield channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported, that after approximately 65 months increased threshold, undersensing and sporadic oversensing was detected. A new lead was implanted.